Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two hospital managers reported that over the last year, they have had several cases of skin breakdowns on patients from the sensor. It was indicated that the surgical manager had six cases of skin injury over the last year and the medical manager reported that they had a few in the last few months. It was stated that the managers have not reported the cases, but began educating their staff. It was also stated that the managers believed that the staff was rotating and not putting headband on too tightly. The managers have had to get wound care involved and reported that it looked like burns. The reporter also witnessed one patient who had a small round purple or black scabbed spot on the forehead, which looked like it could be the size of a node on the probe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.